Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was over delivering. The customer's blood glucose level was unknown at the time of incident. Customer stated on occasions insulin pump did not provide a no delivery alarm, battery compartment had become malformed, reservoir window had haziness on it. The insulin pump will not be returned for analysis.